Manufacturer narrative:
Section a4: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is an indication that the lens was remains implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens seemed to have a small blue object on it when it was implanted. The doctor was able to remove the object and determined the lens was safe to stay implanted. Additional information revealed that a blue fragment was removed from the lens and placed in saline. There was no injury, and surgical and medical interventions is required and patient is doing well. No further information is available.